Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, 99% stenosed, mid right coronary artery. Pre-dilatation was performed with a 2x10 mm balloon catheter, after which a 3.5x15 mm xience-prime stent was deployed at the lesion site. A distal stent edge dissection was observed for which another xience prime stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.